Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button error and had to press twice. The customer¿s blood glucose level was unknown. The customer reported that the sticker rewinds are louder. The customer did not report crack, motor error, insulin squirting and no delivery. The device will not be returned for analysis.